Event description:
The system 5 reciprocating saw was sent for service and it continued to run on its own without user activation during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.